Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correctional/removal number: z-0956-2020. (B)(4). Sw = 4.11e. The unit was received with a tiny crack in the reservoir tube lip, and a retainer ring that partially detaches from the reservoir tube lip at the side. Inserted a test p-cap into the retainer ring, and it locked in place properly.